Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("expulsion"), psychological trauma ("psychological injury") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, device expulsion, psychological trauma, urinary tract disorder and weight increased outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, psychological trauma, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: per summon: essure insertion date: (B)(6) 2006. On (B)(6) 2007, she undergone additional surgeries (other). Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ migration, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), expulsion, psychological injury, urinary problems and weight gain¿. Reporter information, demographics, essure indication (amended), essure insertion date (updated)were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.